Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on an adc meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of dizzy, sweating and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who administered a glucose shot for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 304 mg/dl was compared to an adc meter reading of 44 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. It is unknown when these readings were obtained in relation to the reported adverse event.